Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the "lock" button on the keypad was intermittent and additionally noted that the lower case and hanger assembly were cracked, one output connector was damaged, the display wires were pinched with the wire exposed, four case screws were contaminated and one extra plug was found inside the device. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's keypad membrane was ineffective. Specifically the "lock" key was intermittent. The generator was returned for service. There was no patient involvement.